Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that q-syte closed luer access device leaked on 10 occasions. The following information was provided by the initial reporter: on (B)(6) 2020, the head nurse of the pediatric intensive care unit of (B)(6) hospital reported that there was frequent leakage of q-syte connectors in the department recently, and the joints were replaced at first, but the leakage was severe in the past two days and the leakage remained in the sample, after the syringe push liquid test, it was found that there were small holes on the surface of the q-syte connector, and the liquid leaked from the small holes. The head nurse reported that this happened before, and it has not happened in the middle, but leakage has appeared recently. After clinical visits and experiments, it is found that the q-syte connector will not leak when the threaded syringe is injected, but the in-line syringe will leak from the small hole.

Event description:
It was reported that q-syte closed luer access device leaked on 10 occasions. The following information was provided by the initial reporter: on (B)(6) 2020, the head nurse of the pediatric intensive care unit of puyang oilfield general hospital reported that there was frequent leakage of q-syte connectors in the department recently, and the joints were replaced at first, but the leakage was severe in the past two days and the leakage remained in the sample, after the syringe push liquid test, it was found that there were small holes on the surface of the q-syte connector, and the liquid leaked from the small holes. The head nurse reported that this happened before, and it has not happened in the middle, but leakage has appeared recently. After clinical visits and experiments, it is found that the q-syte connector will not leak when the threaded syringe is injected, but the in-line syringe will leak from the small hole.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-19. H6: investigation summary. Our quality engineer inspected the samples and photograph submitted for evaluation. Bd received one photograph which displayed a q-syte device with a red circle around the vent hole. In addition, three samples were received with no packaging. A visual/microscopic evaluation was performed on the q-syte devices which displayed a slit tear and damage to the septum top disk on all units. A water leak test was performed on the units in both the actuated and unactuated positions. The units leaked in the actuated positions. The units displayed column wall tears. The units were further dissected and disassembled to evaluate the septum bottom condition. The units displayed slit tears. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The damage observed on the septum top and bottom disk and the column tear could occur during the manufacturing process when the septum is slit from poor blade quality, misalignment of blade with bottom nest, or septum is not fixtured correctly. There is also a possibility for the defects to originate in the user environment from incorrect usage or excessive actuations. A device history record review showed no non-conformances associated with this issue during the production of this batch.